Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that no capture at high output issue was observed on the ra lead however the lead did not dislodge. Lead was explanted. No further information available.